Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a pocket revision due to hematoma one month after the implantable pulse generator (ipg) system was implanted. The device pocket was evacuated and an antibacterial absorbable envelope was used to reimplant the ipg system. Six days later, the ipg system along with the antibacterial absorbable envelope was removed due to a pocket infection identified aspseudomonas stutzeri. The ipg system was not replaced. No further patient complications have been reported as a result of this event.